Event description:
During placement of a cardiac catheter on a (B)(6) female patient, the physician was using the 5f micropuncture introducer set to gain access in the right femoral artery. He was meeting resistance so he decided to remove the wire without removing the introducer needle at the same time. The wire was stuck in one of the side branches and when the physician began to pull back, the wire began to unwrap and the tip of the wire broke off in the patient's groin. There were no complications due to this happening, however, the patient went to surgery to have the wire tip removed without incident. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.